Manufacturer narrative:
A sample was not returned and no lot information was provided for a lot record review, the root cause for customer complaint issue cannot be determined. No specific action with regard to this complaint was taken by the manufacturing facility because no complaint sample was received to determine a root cause. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that a metal piece was found in the patient iris after a cataract procedure with intraocular lens implant. No intervention is planned to extract the metal piece. Additional information has been requested but not received to date.